Event description:
Consumer used heat patch on inside of elbow for about 12 hrs. When she removed the patch, she had a burn mark. Consulted physician who indicated to use neosporin as treatment.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.